Manufacturer narrative:
Product information not available device was not returned for evaluation. A review of the device history record could not be conducted as the lot number is unknown. A trend analysis could not be performed as the product code was not provided. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. This complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device remains implanted.

Event description:
Sales rep called to report complaint involving expedium ss screws. The pelvic screws in the patient are not holding the rod. The rod is slipping out of the screw while in the patient.